Manufacturer narrative:
Lead was explanted on (B)(6) 2020 due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Low shock impedance and noise were reported on this lead. Lead remains implanted and will be evaluated further. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.